Event description:
It was reported that during a clinic visit the health care professional (hcp) reported experiencing difficulties interrogating the pacemaker device with this programmer. The hcp called technical services (ts) for a consult and requested troubleshooting assistance. The hcp confirmed using the correct programmer wand. Troubleshooting efforts were attempted but were unsuccessful. Ts advised the hcp to contact the local field representative to assist with interrogating the device. At this time, the programmer and pacemaker system remain in service. No adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that the patient underwent a device replacement procedure. This pacemaker device was explanted and replaced with a new non-boston scientific device successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit the health care professional (hcp) reported experiencing difficulties interrogating the pacemaker device with this programmer. The hcp called technical services (ts) for a consult and requested troubleshooting assistance. The hcp confirmed using the correct programmer wand. Troubleshooting efforts were attempted but were unsuccessful. Ts advised the hcp to contact the local field representative to assist with interrogating the device. At this time, the programmer and pacemaker system remain in service. No adverse patient effects were reported.